Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream and downstream occlusion were reproduced. A review of the event history log revealed upstream and downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the conditions were determined to be an out of calibration upstream sensor and the force sensor. The ultrasonic sensor and force sensor require calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an occlusion alarm occur during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.